Event description:
The customer biomed reported that the monitor did not send an alarm to the central station. The device was in use at time of event and it was reported that there was a patient incident.

Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. The biomed indicated that they needed the philips intellivue information center (piic) classic and monitor alarm logs as an alarm was missed. The details of the patient incident, date /time, and type of alarm were unknown. The cas provided instruction on how to enter the mp70 service mode to capture the log data. The biomed called back ad spoke with a second cas. The customer requested assistance with pulling the piic classic logs. The cas determined this required field support. A philips field service engineer (fse) was dispatched for onsite service. The fse retrieved the audit logs and on a subsequent visit, the monitor configuration files were also obtained. The logs were forwarded to a philips clinical product specialist (cps) for review. The customer requested to know what alarming took place for the period of (B)(6) 2022 at 7 pm through (B)(6) 2022 at 7 am. It is noted that the piic classic logs capture red alarms only . Other alarming such as yellow or inoperative messages are not included. The cps review of the logs indicated red alarming and silencing during the period of february 20, 2022 at 7 pm through february 21, 2022 at 7 am. The "silenced" activities in the log denote silencing at the piic. The configuration files indicated red only visual and audible latching for the mp70 monitor. Alarm reminders were on for 3 minute intervals. It is unclear whether the x2 monitor associated with this investigation was docked to the mp70 monitor at the time of the event. The x2 alarm setting was red and yellow are visually latched and red alarms are audibly latched. This means that if the x2 is undocked from the monitor the red and yellow alarms visually latch, but only the red alarms audibly latch. This latching configuration indicates that vtach alarms shown in the log without a log entry of "silenced" were silenced in the room from the bedside; user interaction was required to silence or pause the red alarm to end it. There was no product malfunction; this is considered a user issue as alarming took place and the user silenced the alarm. Information was provided to the customer to resolve the issue.